Event description:
It was reported that the pump alarmed. The patient was admitted. The pump had a ¿pre-mature¿ motor stall. The pump was replaced. The patient outcome was reported as ¿so far so good¿. The pump was delivering clonidine, fentanyl, and bupivacaine. It was later reported that the patient had no symptoms, just the alarm going off. The pump had stalls and recoveries, but the last one did not recover. The patient had no known mris or anything that preceded the stalls. At the time of the replacement the pump was delivering 1.5 mg/day of the fentanyl and the 2 other drugs. Initially following the replacement the patient¿s daily dose was lowered to .8 mg. The patient went back in on (B)(6) 2013 and the daily dose was increased to 1 mg. The patient was doing very well. They would titrate as needed to get her back to 1.5 mg if needed.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type catheter. (B)(4). Evaluation summary: analysis of the pump revealed a gear train anomaly ¿ ¿corrosion and/or wear and/or lubrication and stall due to shaft bearing¿. The pump was received with a hard motor stall that never recovery. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. Residue and shaft wear were seen on the lower shaft of the rotor magnet. There was also some residue on the jewel where the upper shaft of gear 2 and the lower shaft of the rotor magnet insert into the top and bottom bridge assemblies. Analysis summary.